Manufacturer narrative:
The dcb and the unidentified microcatheter were not returned. As viewed through the sheath the coil has buckling and compression damage. Located 3 mm proxiomal off the distal tip, the dpu has been severely buckled. The coil's socket ring has been pushed down inside the outer sheath. The distal tip of the dpu and the proximal end of the coil are no longer concentric. Overview of the coil, note that the proximal end distal sections of the coil are undamaged. Note the stretched coil section adjacent to the undamaged distal section. The coil was returned severely buckled. The device positioning unit (dpu) was severely buckled at the distal section. The coil¿s socket ring was pushed down inside the outer sheath. The evidence strongly suggests that interference inside the unidentified microcatheter contributed to the complaint event. It cannot be determined if the source of this interference was of a fixed or detached nature. In addition; without the identification or the return of the microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During the aneurysm embolization of the left internal carotid the coil remained blocked in the sheath and could not be placed. The coil could be removed with no issue to the patient; but risk of an inappropriate placement + embolization of a healthy vessel. The coil will be sent for analysis. A control (imaging) was performed and no issue observed. Failure analysis discovered kinking damage to the coil.